Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports that during an undetermined urology procedure the fluoro failed. Staff brought in a portable c-arm fluoro unit and completed the procedure. Customer provides no further patient or procedure information other than to say procedure completed, no reported injury.